Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she changed her infusion set four times the day of the call and still had a blood glucose level of 400 mg/dl. The customer reported receiving a no delivery alarm earlier in the day of the call. The customer was sent a tubing clamp in order to complete troubleshooting. The customer will not return the device for analysis.